Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. No samples were returned from the customer for review. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, determining root cause or corrective action is not possible. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time

Event description:
During treatment of patients great saphenous vein (gsv). The lumen was flushed prior to use. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. A guidewire was used for the insertion of the catheter. Tumescent infiltration was utilized. General anesthesia was used. Compression was not used. Proper temperature was reached. It is reported the dilator of the sluice was too sharp-edged and perforated the vessel when introduced. A replacement another different make of introducer was used to complete procedure successfully. No additional treatment required. No further injury reported. The device will not be returned as it was discarded by customer.